Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous vessel. A 5.5-4/4t/40cm symmetry balloon catheter was advanced for dilation; however, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.